Manufacturer narrative:
Additional information received on (B)(6) 2018, indicated that patient is doing great post op and the doctor did not pick an incorrect lens power as initially reported. Device available for evaluation? Yes. Returned to manufacturer on: 12/22/2017. Device returned to manufacturer? Yes. Device evaluation: the sample was returned to the manufacturer. The lens were received in a plastic sample container and was cut in two pieces. Therefore, further analysis and a diopter measurement could not be performed on the returned lens. The customer's reported issue could not be confirmed. Manufacturing record review: manufacturing record review of the production order and related document revealed that the product was manufactured and released according to specification. There was no discrepancy found during the mrr (manufacturing record review). A search of the complaints revealed that no additional complaint were received from this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is between (B)(6) 2017. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a pcb00 26.5 intraocular lens (iol) was implanted on (B)(6) 2017 into the patient's right eye (od). It was later explanted on (B)(6) 2017 due to a diopter error. Reportedly sutures were required and another lens of the same model was used. No additional information was provided.